Manufacturer narrative:
The device was returned for analysis. The reported ¿little blood flow at the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it was reported that the device was pre-flushed prior to the procedure and the returned device analysis noted that fluid was observed coming out of the marker port during testing which indicates there was no blockage in the lumen. Therefore, it is likely that under insertion of the device contributed to the reported little blood flow observed at the marker lumen. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a diagnostic balloon matas test using a 6f sheath. The prostyle device preflushed with saline prior to use without issue. Reportedly, little blood flow was observed at the marker lumen. After the device position was checked, no blood flow was observed at the marker lumen. Therefore, the device was removed and pre-flushed with saline again but it was still not successful. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.